Manufacturer narrative:
Additional information.

Event description:
Additional information reported that the patient had a follow up cystoscopy on (B)(6) 2015. The cystoscopy was "perfectly" clear with no signs of trauma. The patient was doing fine. It was stated that the physician did not know what may have caused it initially. No further complications were reported related to this event.

Event description:
It was reported that during the implant procedure of an elevate anterior, upon cystoscopy, the physician saw a small area of trauma in the patient's right side of the bladder. There was no sign of mesh or foreign material. The patient was catheterized and was to keep the catheter for a couple of weeks. Another cystoscopy would be performed in a couple of weeks as well. Nothing was removed. No further patient complications were reported related to this event. Additional information regarding the area of trauma was requested, but not provided. The lot number was not available to the physician.